Event description:
It was reported that a patient develop a secondary hemorrhage on day three postop following a total laparoscopic hysterectomy for an 800gm fibroid uterus. She required a return to the theatre, 2 unit transfusion and evacuation of large haemoperitoneum. Following a copious saline lavage and careful inspection of the pelvis, no bleeding vessel was identified. The pedicles were all carefully inspected including both uterine artery stumps (secured with the ace harmonic shears out near origin of uterine artery at the time of the original procedure. There was minimal blood loss during the hysterectomy as the uterine arteries were divided early during the procedure (before the upper pedicles). There was excellent hemostasis following division of these vessels. One device will be discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Additional information: on day 2 postop, the hemoglobin was 114g/l (cf: preop hb=117g/l). On day 3, she developed postural hypotension and her hb was 98g/l in the morning. By late afternoon, her hb was 83g/l and she was slightly tachycardia (90bpm). I took her back to theatre the same evening following a 2 unit transfusion given the ongoing bleeding. Thereafter, she did well with a stable hb of 101g/l and was discharged 3 days later (day 6 postop original procedures). She had her port site sutures removed yesterday by my room nurse and is recovering well. "I bring this matter to your attention simply because I used the ace shears as the sole method of securing the uterine arteries out laterally. I estimate them to have been between 3-4mm in diameter. There were 2 branches divided on the left side and a single vessel on the right side. Each was divided with the ace shears fully closed (click) and on setting 2. I used bipolar and the ace shears together before dividing the ascending branches of the uterine arteries as they crossed over the mccartney colpotomy tube. Following morcellation of the uterus and closure of the colpotomy wound, there was very good haemostasis. I did place a blakes 15 drain at the end more to remove the gas and lightly blood stained irrigation than any real concerns about haematoma or bleeding. This was removed the following day with about ~100mls blood stained irrigation (only). It would appear her postop hemorrhage occurred after 48 hrs given the normal hemoglobin on day 2 postop. I am wondering if it was reasonable to rely on the ace shears +/- bipolar to divide the uterine arteries, although this is the first time I have had an issue like this after many years of performing laparoscopic hysterectomies using this combination." Phone call from the surgeon on (B)(6) to discuss a case (total laparoscopic hysterectomy) done on (B)(6), using harmonic ace6e and bipolar forceps for dissection and ligation of vessels/pedicles. The surgeon said he took this patient back to theatre on (B)(6). "I used the ace shears as the sole method of securing the uterine arteries out laterally. I estimate them to have been between 3-4mm in diameter. There were 2 branches divided on the left side and a single vessel on the right side. Each was divided with the ace shears fully closed (click) and on setting 2. There was excellent haemostasis following division of these vessels. I used bipolar and the ace shears together before dividing the ascending branches of the uterine arteries as they crossed over the mccartney colpotomy tube. Following morcellation of the uterus and closure of the colpotomy wound there was very good haemostasis. I did place a blakes 15 drain at the end more to remove the gas and lightly blood stained irrigation than any real concerns about haematoma or bleeding. This was removed the following day with about ~100mls blood stained irrigation (only). It would appear her postop haemorrhage occurred after 48 hrs given the normal haemoglobin on day 2 postop. I am wondering if it was reasonable to rely on the ace shears +/- bipolar to divide the uterine arteries, although this is the first time I have had an issue like this after many years of performing laparoscopic hysterectomies using this combination." Patient is stable.